Event description:
It was reported that during treatment of a recanalization after coil embolization of a ruptured aneurysm, the fred was used. The stent was deployed in the target lesion but could not be opened partially in the ic curvature and implanted as it was. To perform pta with a balloon, a guidewire was attempted to be advanced into the stent, but it could not pass through the stent lumen but passed through the mesh of the stent due to the vascular anatomy. To avoid the risk of thrombotic complications, the stent was retrieved using a snare. After retrieval of the stent, another stent of a different size was used successfully. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.